Event description:
A report was received that the patient underwent an ipg replacement procedure. The patient had a fall (not device related) and contacts showed open impedances. The physician decided to replace the ipg. The patient is reportedly doing well and getting good stimulation.

Manufacturer narrative:
The returned product analysis indicated that the ipg passed electrical, performance, photographic imaging and visual tests. The complaint of high impedance couldn't be duplicated. The various test leads were inserted in both ports of the ipg and no anomalies with impedance readings were noted. Impedance readings were within normal range. The ipg exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an ipg replacement procedure. The patient had a fall (not device related) and contacts showed open impedances. The physician decided to replace the ipg. The patient is reportedly doing well and getting good stimulation.